Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer biomed who stated that during a routine check, the device was providing a "speaker malfunction inop" and "audio failed" alarms. There was no sound from the speaker. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was faulty speaker assembly. Replacement parts were ordered and shipped to the customer site. The customer was taking responsibility to repair the device. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that the device was experiencing a "speaker malfunction inop" and "audio failed" alarms. The device was not in use on a patient at the time of the event. There was no adverse event reported.